Event description:
It was reported that the colonovideoscope flickers when plugged in during a procedure, and the cause may be attributed to loose wires. The issue occurred during a colonoscopy performed under sedation while the device was inside the patient. The procedure was completed using the same device. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.